Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage was observed after the instrument was removed from the patient. The reporter did not know the type of damage since the instrument was already under the return process. No arcing was observed during the procedure and there was no patient injury. The instrument did not collide with any other instrument or tool. There was no issue removing the instrument through the cannula. Patient information was not provided. No images or videos were available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a damaged conductor wire at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result, but the wire was not fully broken as reported by the customer. Components adjacent to this conductor wire did not show damage. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis. An additional finding not reported by the site was also identified. After the visual inspection, the instrument was found to have a frayed grip cable at the distal end on the yaw pulley. Some bundles/filaments of the cable were frayed but the cable is not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.